Event description:
Pt was 2.5 hours into an uneventful hemodialysis treatment when she started to complain of abdominal pain and nausea. A clamp was discovered on the bloodline over the arterial chamber. There had not been any alarms or unusual venous pressure readings. Pt was removed from machine and sent to the hospital per md order. She was transfused with 2 units of blood. She has since returned to the dialysis unit in satisfactory condition.